Manufacturer narrative:
The insulin pump received with unresponsive buttons due to keypad connector on lcd board unlocked. The insulin pump had minor scratches on lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the act and b button, on the insulin pump, were not responsive when pressed. Customer's blood glucose level was 322 mg/dl. Customer does not recall any significant events that may have led to the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.